Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized 6 months ago for a panic attacks with a high blood glucose level of 450 mg/dl. The customer stated that they had been off the insulin pump for over a year. The customer stated that they had multiple issues with their insulin pump. One of the issues was that the device squirts insulin during the manual prime sequence. The insulin drips after the motor stops. The customer stated that they were not feeling well and disconnected the call. The customer did not return the product back for analysis.